Event description:
Philips received a report that the site was having a problem with studies merging together in to one file. It was reported that patient files were going over into the wrong patient's folders on different systems. There was no report of a misdiagnosis or misinterpretation.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) 2007. The field safety engineer (fse) arrived at the site and determined the cause of the reported event was due to the mother board failing and intermittently changing the date resulting in patient studies being transferred into wrong patient folders on different systems. The correct patient dataset, name and information is always displayed even though it may be in the incorrect folder. The fse serviced the system and replaced the motherboard. (B)(4).